Event description:
The customer reported that while the unit was in use on a pt, the unit had an autofill failure. The pt was switched to another unit and therapy was continued, no pt injury was reported.